Event description:
A pt was admitted for a routine replacement of their gastrostomy tube (friday). There were no complications and pt was discharged back to home. In the evening they noticed a small amount of "water" around the site and the pt had a temperature. Pt was admitted and was given antibiotics for what was thought a urinary tract infection. Pt was well and fed through the tube with no problems over the weekend. Pt was sent back home 4 days later (tuesday). That evening pt became extremely unwell and septic. The next day their condition had deteriorated, and it was then reported that the peg tube was sitting at 1 cm. Subsequent draining of their abdomen drained peg feed. The pt died. The dr's thoughts were that the tube must have moved during transit back to home. Asked if recommendations of checking correct placement of the tube before each feed (pt care info booklet), the contact stated she didn't think anyone routinely checked placement.